Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to a third-party service center for evaluation/remediation. There was no harm or injury reported. On device evaluation, the unit was inspected and run. It was noted that the device had a "check circuit" alarm (error code e-291). This indicates that the user set up the circuit incorrectly, or that tubes in the circuit are disconnected or pinched. It is unlikely that this would be caused by a failure. If this is caused by a failure, an additional error code tied to the failure would likely be generated. This error code on its own does not represent an impact to patient therapy. The current evaluation determined the blower assembly would require replacement to address the issue. Device repair/remediation has not yet been completed. A follow up report will be submitted upon receipt of additional information.

Manufacturer narrative:
Additional information has been obtained indicating that no repairs would be completed on the device because the customer requested the device be scrapped without repair. No additional device evaluation information is expected due to the device having been scrapped.